Manufacturer narrative:
Corrected data: h6 updated - a141204 removed. Investigation summary: no product and data logs were returned for investigation. Pump did not start/retrograde pump flow: the cause of pump did not start and retrograde flow alarm issue was not determined due to product and logs being not available for investigation.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. D9 updated. D4 revised.

Event description:
The complainant reported that a patient was implanted with an impella device for mechanical circulatory support. It was reported that during a routine procedure, all steps were made from insertion to act measurement. The act was stated to be 250 seconds prior to insertion. After the pump was inserted and activated, two red alarms appeared on the aic screen: ¿impella stopped,¿ ¿retrograde flow,¿ and ¿motor current is high.¿ as per training guidelines, the team attempted to restart the device; however, the alarms persisted. Consequently, the pump was removed and replaced with another unit. The patient was reported to have survived the procedure.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.